Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited farfield oversensing on the non-boston scientific right atrial (ra) lead. Technical services (ts) recommended programming options. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This report is being submitted as additional information was received that reprogramming occurred. Additionally, the initial reporter's email was provided. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited farfield oversensing on the non-boston scientific right atrial (ra) lead. Technical services (ts) recommended programming options. No adverse patient effects were reported. This crt-d remains in service. Additional information was received that blanking reprogramming occurred on this crt-d system. No adverse patient effects were reported. This crt-d remains in service.